Manufacturer narrative:
The investigation of removal issues has been completed. No product was returned for analysis. Data log review not required. Clinical reported unable to remove pump past the anastomosis. Chest opened and removed through the graft with ease. The root cause of the removal issue was most likely patient condition related as evidenced by clinical detail of being unable to remove pump past the anastomosis. B2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30005.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella 5.5 was placed for a patient admitted in with coronary artery disease, cardiomyopathy, and plan for coronary artery bypass graft. The patient was supported for seven days when explanted. The surgeon planned to attempt to remove the pump through the graft but had the team aware of potentially opening the chest. The team was ready and opened the chest with no complications. The two cardiac surgeons, who were on the case, said they sutured the anastamosis very tight which required resutures and surgicel at the initial implant. They were aware of the potential challenge when explanting the patient. The patient's outcome is unknown.